Manufacturer narrative:
The device has been received for eval, however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was elevated.